Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova manufactures the essenz hlm cockpit, the event occurred in japan. Through follow up communication it was learned that the cockpit remained black for approximately 10 second. After recovery, the cockpit displayed the home page. The cockpit can log files were collected and analyzed, confirming the reported event and its duration. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz cockpit became black during procedure. Reportedly the cockpit restarted by itself and it was possible to select the profile again while the system remained operational using the backup control unit. There was no patient injury.